Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. Customer¿s reported problem, error code 41622, was verified by functional testing. The cause was the same error code 41622. This error is related to the timing of the motor. The debris was stuck in between flat and hub gear. Clean debris between flat and hub gear to correct the issue. Cadd solis device passed all functional tests after the repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump exhibited error code 41622. There was no patient involvement, no patient injury was reported.